Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device identified a failure condition that disappeared during analysis. Analysis by the submitter found that the device would not communicate with a 9790 programmer. Bench testing confirmed that the device had no telemetry. The reported no telemetry condition was not confirmed in the product analysis lab. Nominal device functionality was observed throughout the analysis and following temperature cycle stressing. The analysis was terminated with the reported no telemetry condition unconfirmed. (B)(4).

Event description:
The implantable cardiac monitor (icm) was returned to the manufacturer after being explanted and replaced for a device upgrade. The icm was analyzed and tested out of specification. No patient complications have been reported as a result of this event.